Event description:
New information notes that the patient was seen in-clinic. Programming changes were made on the device. Patient was stable.

Manufacturer narrative:
Correction:b5.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r over-sensing. No intervention was performed.